Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check pad messages) has been confirmed. The trunk cable was pulled and the black pulse wire was damaged. The root cause was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy pad messages.